Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced epigastric discomfort ("sensitive stomach") and food allergy ("food allergies/ issues with almonds, all nuts, peanut butter, poppy seeds"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and food allergy outcome was unknown and the epigastric discomfort had not resolved. The reporter considered epigastric discomfort, food allergy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced epigastric discomfort ("sensitive stomach") and food allergy ("food allergies/ issues with almonds, all nuts, peanut butter, poppy seeds"). The patient was treated with surgery (surgery to remove essure coils). Essure was removed. At the time of the report, the medical device removal and food allergy outcome was unknown and the epigastric discomfort had not resolved. The reporter considered epigastric discomfort, food allergy and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.